Event description:
While flushing the white lumen of the hickman catheter, this nurse heard a pop and the lumen ruptured and became discontinued just above the bifurcation. Remnant of lumen was immediately clamped. Dressing applied. Patient denies pain/discomfort. Doctor came to the bedside to assess patient. Per doctor: plan of care was continued at that time. During this event, writer barely flushed 2 cc of normal saline and did not feel any resistance with the flush. Happened so quickly, I am really unsure why it ruptured like it did. Broken end of catheter in specimen bag and given to educator.